Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently taken to the hospital via ambulance due to a blood glucose level of 35 mg/dl. Caller stated that her blood glucose level was dropping and she treated with food and drink, which did not help. Blood glucose level at the time of the call was 219 mg/dl. The insulin pump was not replaced or returned for analysis.